Event description:
Home pt reported transfer set disconnected from titanium adapter during fill. Home pt was instructed by physician to clamp off catheter and place betadine soaked pad over catheter. Rn reported home pt's nine month old transfer set was changed at unit the next day, and home pt was treated with prophylactic antibiotics with no resulting injury. Rn noted the exact dosage was not noted in chart, and she could not confirm what was given to home pt.